Event description:
It was reported that during the implant procedure, the leadless implantable pulse generator (ipg) had high thresholds and low r-waves in multiple positions. It was noted that a clot had formed at the tip of the ipg. The system was removed inspected and clot wiped away. The ipg was implanted and remains in use. The patient is a participant in the post approval network (pan) product surveillance registry (psr). No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the threshold remained elevated at the three month follow-up visit. The ipg was reprogrammed and remains in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the leadless implantable pulse generator (ipg) continues to be monitored and a replacement procedure was planned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the leadless implantable pulse generator (ipg) was replaced with a single chamber implantable pulse generator (ipg) system.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the leadless implantable pulse generator (ipg) exhibited abnormal battery depletion. The device remains in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the leadless implantable pulse generator (ipg) exhibited low impedance and a further depletion in battery life. The device is continuing to be monitored and remains in use.